Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the spider 2 tenet was overheating. A back up device was available to complete the procedure. There was no delay, and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. No accessories were included. No visual evidence of overheating was observed. A functional evaluation was performed. The device continuously tries to pressurize. The piston migration was at .61 inches. Upon further investigation it was determined that air had infiltrated the hydraulic system. This caused the device to take longer than normal to pressurize. The battery would get warmer than usual as the device took longer than normal to pressurize. The complaint was confirmed, and the root cause has been associated with a seal failure. A seal failure can result in air getting into the hydraulic system and can cause the device to take an extended period to pressurize which can cause the battery to get warm. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.